Event description:
The event involved a microclave® clear neutral connector where the reporter stated that the medication, antibiotic, leaked from distal medline connection between tubing and microclave. The event occurred at 9:50 am during use on patient. There was patient involvement, no human harm or adverse event and unknown delay in therapy reported.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
Investigation summary: received one (1) used. List #mc100, microclave¿ clear neutral connector; lot #13979409. The seal was stuck down during decon process. No other visual damages or anomalies were observed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The reported complaint of a leak could be confirmed. The probable cause of the leak is from inconsistent lubrication during assembly in salt lake city.